Event description:
It was reported by the rep that when the devices were used during laparoscopic roux-en-y procedure, one device did not cut completely and the other device jammed. Opened another device and completed the case. There was no consequence to the pt.